Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/standby switch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in system shutdown and loss of mechanical ventilation during service. There was no patient involvement.